Event description:
Report received of a burst tubing during power injection. It was reported that a patient was having a chest CT scan to rule out a pulmonary embolism. Patient had a peripheral line of saline infusing. The tubing of a leiber-florsheim power inector was connected to the distal clave of the primary line. The injection was set for 3cc/second with a psi of 200mmhg. The infusion began, and after 80cc had infused, the tubing "burst" between the clave and the IV site. There was a small amount of blood loss. The IV site remained intact, the tubing set was changed, and the study was completed with no further problems. It was unknown to the reporter if the patient was given further contrast. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.